Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.

Event description:
The customer reported that the vertical column will go up but will not go down. No pt injury was reported.